Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual inspection, light translucent particulate matter was observed within the drip chamber of the device. Infrared spectroscopy identified the particulate matter as non-environmental in its origin. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition is due to amphotericin b and diazepam being mixed with precedex upon entering the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing precipitate in the tubing of an administration set. According to the report, a nurse was preparing the set with a baxter parenteral solution and dexmedetomidine hydrochloride (non-baxter). This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.